Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the stimulation jumping to 10ma when the patient used their therapy app was undetermined. The most likely cause was unknown - likely user error/confused error. The patient was seen by the rep and doctor on (B)(6) 2025 and the rep used their fixed asset handset to access her device. Impedance was in range. The rep looked at usage graph but there was ¿no data¿. Upon opening the app, patients device was off and it did not jump to 10.0 amplitude as patient had originally explained. Device is now on a comfortable level but will not use their own personal handset and is requesting to send a new one because it is faulty.

Manufacturer narrative:
Continuation of d10: product ID: a52300, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's stimulation would jump to 10ma and it would shock them when they used their therapy app. The rep reported no message was seen when this happened. The rep reported they did not do any troubleshooting when the patient was in office today as they did not want to create any pain for the patient. The rep did not know when this started. The rep reported they would be seeing the patient on (B)(6) 2025. It was suggested that the rep have the patient attempt to produce the amp jump to 10ma when using the therapy app when they see the patient. It was also suggested that the rep obtain reports.